Event description:
It was reported that "pt burn found under ground pad area."

Manufacturer narrative:
The hospital at this time is retaining the actual device. They have agreed to return samples from the same lot as the actual device for evaluation. A supplemental report will be filed when these pads have been evaluated.